Event description:
The report indicated the pt was placed on extra-corporeal membrane oxygenation support. This is an off-label use of the device. The procedure lasted for five days and during this time frame five oxygenators were changed out. Instructions for use state the device is designed to operate for periods of up to 6 hours. The unit in this report was changed out after 11 hours due to poor oxygenation. There was no reported pt compromise because of the change-outs.